Event description:
It was reported that customer's insulin pump started alarming no delivery last night. Customer had just received a replacement pump. The possible causes of no delivery alarms were explained to customer. Customer was unable to troubleshoot because he was not at home. He was advised to call later for troubleshooting. Customer's blood glucose was 8.0 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.